Event description:
Lead trends show lv epl lead measured high threes on (B)(6) 2018. Lead warning> 3,000 observed as well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).